Event description:
Caller reported a recurring cgm error 42 on their pump, which had occurred three or more times and had not been reset in the last 24 hours. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode before returning it. The customer understood the instructions and acknowledged the requirement to return the problematic pump with a pre-paid label within 10 days.